Event description:
It was reported that a spectrum pump was alarming for an occlusion when none was present. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. This unit passed upstream and downstream occlusion testing per the spectrum service manual as well as additional testing. However, evaluation found the lower reading on the ultrasonic sensor to be below specification caused by a failed upstream sensor. Low ultrasonic readings will allow the pump to be more sensitive to air and upstream occlusion alarms. The failed upstream sensor was replaced.